Event description:
The customer stated that the device was showing lead faults on all leads. No harm to patient.

Manufacturer narrative:
Results: customer's ECG cable. Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed that, when during the investigation, installation of the customer's ECG cable generates lead faults on all leads. Testing of the device without the customer's ECG cable indicates that it performs to specification (conclusion). The cause of the reported complaint is due to the customer's ECG cable, and not a failure or malfunction of the device.